Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 4.5 cm, 6.5 cm and at to 7.2 cm. Abrasions are indicaative to exposure to constant friction with anther implantable device.